Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 270 mg/dl, which was treated with a manual injection. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump has minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker.